Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. (B)(4). Investigation summary: a device history record review was not performed as the lot is unknown. To aid in the investigation of this incident, three picture samples were received for evaluation by our quality team. The pictures show the case label and the expiration date is missing. From the photo it can be observed that the printer only printed "- -" instead of the full date. Investigation conclusion: our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Root cause description: the cause for this defect could have resulted from a jam in the case label printer causing the printer to not print properly. Rationale: further action has not been determined necessary at this time.

Event description:
It was reported that syringe 50ml s/t bns was missing the expiration date on 3 occasions. The following information was provided by the initial reporter: material no.: 301036, batch no.: unknown. It was reported that the expiration date was missing on the case.